Event description:
It was reported that the instrument was fractured causing a delay of thirty minutes.

Manufacturer narrative:
This is 1 of 2 mdrs involved in the same event. Please see report number: 2242816-2012-00013. It should be noted that the following is written in the product IFU: "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use."

Event description:
Broken instrument.

Manufacturer narrative:
Evaluation of the returned instrument confirmed that the tip was broken. A review of the manufacturing records indicates that there were no dimensional, functional or material anomalies reported at inspection at the time of build in 2010. With the available information, we have concluded the instrument tip broke due to larger forces being used on it than what it was designed for. This is 1 of 2 reports for the same event. See 2242816-2012-00013-1